Event description:
It was reported that during a nexlink removal the right c2 3.5x24mm screw broke on removal. Nineteen mm of the screw shank was left in the patient. The removal surgery was due to patient discomfort.